Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited possible oversensing and undersensing noted on stored atrial electrograms (egms). Due to the limited information received, further follow-up to obtain related details was not possible.